Manufacturer narrative:
H6: lens was returned with moisture within a microcentrifuge vial. Visual inspection found a haptic bent lens. Dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
A4-a6: unk manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was later exchanged for a longer length, different model lens and the problem was resolved. Cause of the event was unknown.